Event description:
It was reported that during a threshold test, the atrial lead exhibited loss of capture. The lead had dislodged and the physician suspected the patient developed twiddlers syndrome. The lead was explanted and replaced. The patient was asymptomatic post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).